Event description:
Initial reporter indicated that their programming wand would not interrogate pt's vns devices. Reported that they received a retry message when attempting interrogations. Troubleshooting was performed, tried battery reset and power light on for 25 sec. The programming was not plugged in at the time of the interrogations. Reported that the data received light still flickered but they would get the retry message. The wand was returned for product analysis. The serial data cable, which produced communication errors, had an intermittent conductor at the handle location. A known good bench serial data cable was substituted and a known good bench battery was installed and all communication errors cleared.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.